Event description:
Hcp reported the pt developed a "superficial infection." The incision began to open up and drain. The drainage cultured positive for staph. The device system was explanted and not returned to the MFR for analysis. The pt had a replacement system implanted in 2002. A follow up report will be sent when additional info is received.